Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5174059. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
A voluntary MDR/medwatch report was received on 09/02/2025. It was reported that an alert/notification settings issue occurred. The date of the event is an approximation. According to a report received via maude, the patient stated that around 1:00 am on approximately (B)(6) /2025, the device failed to alert him. He mentioned that if it hadn¿t been for his dog waking him up, he likely would have been in ¿bad shape.¿ upon waking, the patient described feeling ¿funny¿ and observed that his blood glucose had dropped to 39 mg/dl. He then woke his wife, who administered a glucose liquid shot, followed by a second dose approximately 20 minutes later. Despite attempts to follow up with both the patient and the reporter for additional event details, contact was unsuccessful. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.